Manufacturer narrative:
Product code: unk; esubmitter software does not allow for a blank/unk entry. (B)(4).

Event description:
Reportedly an implantable collamer lens was implanted on (B)(6) 2021 into the patient's left (os) eye. On (B)(6) 2021 the lens was then explanted and then replaced with an alternate lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: a 13.7mm tmicl13.7, -14.5/+2.5/114 (sphere/cylinder/axis) lens was implanted. The lens was exchanged with a shorter lens on (B)(6) 2021 due to "icl inverted." The problem was resolved. The cause is reported as unknown. H6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).